Event description:
Procedure: lap cholecystectomy. According to the reporter: the screw fell out of locking collar. The user then used a new product. The screw was retrieved immediately, nothing fell in the surgical cavity. There was no incision or surgical time extension. The procedure was successfully completed with the second device.

Manufacturer narrative:
Date initial report sent: 11/21/2007.